Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: the reported event for the device, as provided by the customer, was that the coupler was not powering on any of the carts. DHR review: the previous repair record for intellicart system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Evaluation of device: on (B)(6) 2019 it was reported from (B)(6) center that the coupler was not powering on any of the carts. A zimmer biomet authorized repair technician arrived on site. Upon investigation, the technician replaced the coupler (part# 70029; lot code 1106174) because some of the wires were exposed and frayed but the concern persisted. He returned and replaced the control board (part# 91930; lot code 0040942) and noted no further concerns. Tested all functions and returned the unit to service. The device was tested, inspected, and repaired as per cl ¿ repair evac. Service work order (B)(4) on aug 28, 2019. Probable/root cause: the root cause for the reported event was due to failure of control board. The control board is responsible for regulating the functions of the unit, and failure of the control board can result in the coupler not powering on any of the carts. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the control board was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process conclusion: based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may require additional actions. External contractor.

Event description:
It was reported that the coupler was not powering on any of the carts. The event occurred during cleaning. Investigation revealed that some of the wires were exposed and frayed.